Event description:
A consumer reported that patient was having problems with their device. The caller states he thinks the device has been pressing on the patient¿s spine for the last couple of months. The caller also stated that the battery has been dead for a couple of years. The patient was redirected to their healthcare provider. No further complications were reported. The indication for implant was other chronic/intract pain (trunk/limbs).